Event description:
A customer reported that a system message displayed prior to a cataract with intraocular lens (iol) implant procedure. The case was performed by ecce (extracapsular cataract extraction) without harm to the patient.

Manufacturer narrative:
The company representative examined the system and replaced the fluidics mechanism assembly. The system was then tested and met product specifications. Investigation including root cause analysis in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).